Event description:
It was reported that during a coronary stent procedure, the shaft of the catheter broke during advancement outside of the pt's body. The catheter was removed without incident. No pt injuries or complications were reported.